Event description:
It was reported the pt has loss stimulation in the upper back, but was receiving stimulation in the calibone downward where relief was needed. It was also reported the pt had increased static electricity when touching items. The pt was to meet for reprogramming. Follow up identified the pt had been reprogrammed, and the physician had ordered a CT scan. The pt reported he had fallen on his back and believed the lead had moved. The CT scan showed no anomalies. It was reported the physician planned no further intervention. Reprogramming was offered to the pt, but was declined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.